Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in sections d.3. And g.1. And (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that an unspecified bd syringe separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated. Verbatim: consumer reported needle hub separated. Consumer did not have product information or lot #, said she will call back and provide the information as well as mailing address. Lot #: unknown catalog #: unknown date of event: unknown samples: availability unknown".